Event description:
It was reported that the batteries in the insulin pump had only lasted 2-3 days and that the insulin pump had shut off by itself. It was also reported that the insulin pump had also had numerous alerts and an off no power alarm. There was no low battery alert before the off no power alarm. There were no unattended alarms and the insulin pump had not been dropped or bumped. The battery cap was not loose, cracked or damaged. The blood glucose reading was 11.3 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.